Manufacturer narrative:
A distributor field service engineer (fse) was at customer site to address the reported event. The fse verified the instrument, then cleaned and lubricated the mechanism. Sensor 202 was verified for proper function. All related mechanical functions were verified, daily check was performed, and quality controls (qc) were processed with no issues. No further action required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 13may2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the review period. The aia-360 operator's manual under section 7-1: list of error messages states the following: 4019 - spec.z-axis home not found, description: the home position of the specimen z-axis motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The probable cause was due to mechanism being dirty which prevented proper movement.

Event description:
A customer reported to the distributor getting error message 4019 - spec.z-axis home not found on the aia-360 instrument. A distributor field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of cardiac troponin I (ctnl 2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.